Event description:
Caller reported a malfunction on the pump, identified by a malfunction code, which occurred without any preceding notable events. There was no adverse impact to the customer¿s blood glucose level, specifically not exceeding 500 mg/dl. Technical support advised the customer on backup therapy, confirmed shipping details, and instructed them on storage mode and returning the pump. A replacement pump with updated software was sent, as the customer did not receive the field correction notice due to email issues during the call.